Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) was leaking slightly and desired a tighter cuff. The existing aus pressure-regulating balloon was removed and replaced and a second cuff was implanted. No additional patient complications were reported and the patient is expected to fully recover.